Manufacturer narrative:
The issue was resolved by the field service engineer (fse). The fse replaced the matrix cell carousel motor and matrix carousel encoder cable. The fse also replaced the distribution board as a precaution. A labeling review found the axsym system operations manual contains information on the axsym analyzer potential hazards, operational precautions and limitations. The manual notes the axsym system poses no uncommon electrical hazard to operators, and basic electrical hazard awareness is essential to the safe operation of any system. The manual also contains adequate information on matrix cell carousels as well as multiple probable causes and corrective actions to troubleshoot matrix cell carousel errors. Abbott axsym service and support manual contains adequate information for the troubleshooting, and removal and replacement of axsym matrix carousel encoder cables. A review found the safety hazards memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The memo also notes abbott diagnostic division ensures the overall residual risk is at an acceptable level. (B)(4). Based on the evaluation results, no deficiency was identified related to the alleged malfunction reported by the customer regarding the axsym analyzer list number 07a83-98 and the axsym matrix carousel encoder cable part number 4-37112-01.

Manufacturer narrative:
(B)(4) (no consequences or impact to patient), (B)(4) (fire), (smoking). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer reported potential for fire/smoke stating that the axsym cable and part of the motor showed signs of a short circuit. Upon inspection, the cable was burned and the motor showed signs of having been burned. The cable was replaced as well as the matrix carousal motor and the distribution board as a precaution. No impact to patient management or user safety was reported.